Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, which resulted in the device overheating during prolonged use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/14/2023, it was reported by a sales representative via sems-06401205 that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer cold welded together. This occurred during a case where the case was still able to be completed.